Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(4) is a concomitant and this file has captured the correct suspect device with serial number# (B)(4) as per investigation report.

Event description:
It was reported that while in use a system error was displayed and then the pump shut off unexpectedly. The patient was described by the customer as ¿unstable¿. The patient was receiving two separate infusions of norepinephrine and vasopressin when the device displayed a system error and shutdown unexpectedly. Following the shutdown, patient's blood pressure dropped to from ¿90s/50s¿ to ¿60s/40s¿. The patient required corrective dosing of vasopressin and norepinephrine to increase blood pressure. There was patient involvement, however the clinician indicated the patient was not injured as a result of the incident.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while in use a system error was displayed and then the pump shut off unexpectedly. The patient was described by the customer as ¿unstable¿. The patient was receiving two separate infusions of norepinephrine and vasopressin when the device displayed a system error and shutdown unexpectedly. Following the shutdown, patient's blood pressure dropped to from ¿90s/50s¿ to ¿60s/40s¿. The patient required corrective dosing of vasopressin and norepinephrine to increase blood pressure. There was patient involvement, however the clinician indicated the patient was not injured as a result of the incident.

Event description:
It was reported that while in use a system error was displayed and then the pump shut off unexpectedly. The patient was described by the customer as ¿unstable¿. The patient was receiving two separate infusions of norepinephrine and vasopressin when the device displayed a system error and shutdown unexpectedly. Following the shutdown, patient's blood pressure dropped to from ¿90s/50s¿ to ¿60s/40s¿. The patient required corrective dosing of vasopressin and norepinephrine to increase blood pressure. There was patient involvement, however the clinician indicated the patient was not injured as a result of the incident.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per (B)(4) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : imdrf annex a , c and g codes and manufacturer narrative. Investigation summary: the reported issue that while in use a system error was displayed and then the pump shut off unexpectedly was confirmed via log analysis but the event could not be reproduced as found recorded. While channel ¿a¿ was infusing epinephrine that had just been started, channel ¿b¿ was infusing norepinephrine, and channel ¿d¿ was infusing vasopressin, the pcu had alarmed with a system error at 3:06am on the date 20jan2022. A system error by design will keep the active infusions running while displaying a ¿communication error¿; however the infusions cannot be edited for changes. The infusions had been manually stopped when the system off key was selected on the pcu. The pcu recorded the system malfunction in the error log as error code 132.3000.00, a stuck closed tamper switch failure. The pcu was recorded being powered on after the malfunction event with it immediately entering the system maintenance mode, which is an indication the system sees the tamper switch closed (pressed) at power on. The inspection process found the tamper switch boot cover to have been damaged, that allowed exposure of the tamper switch. Fluid ingress was found present on the tamper switch. It could not be determined during the investigation, when the boot may have been damaged or when the fluid ingress had occurred. The lab testing process found the tamper switch was not functioning properly and had intermittent contact occurring when pressed. Temporary replacement of the tamper switch for testing purposes only resolved the tamper switch intermittent continuity issue and had no re-occurrence of the system error code 132.3000.0. The device was in use for treatment purposes. Root cause: the probable cause for the reported issue that while in use a system error was displayed and then the pump shut off unexpectedly is being attributed to a malfunctioning tamper switch on the pcu device. The root cause for the tamper switch failing lab testing is being attributed to a physically damaged (torn) tamper switch boot cover that had allowed fluid ingression into the switch; however it could not be determined when the boot may have been damaged or when the fluid ingression had occurred.

Event description:
It was reported that while in use a system error was displayed and then the pump shut off unexpectedly. The patient was described by the customer as ¿unstable¿. The patient was receiving two separate infusions of norepinephrine and vasopressin when the device displayed a system error and shutdown unexpectedly. Following the shutdown, patient's blood pressure dropped to from ¿90s/50s¿ to ¿60s/40s¿. The patient required corrective dosing of vasopressin and norepinephrine to increase blood pressure. There was patient involvement, however the clinician indicated the patient was not injured as a result of the incident.